Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Ulcerative colitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Spr, first trial with the product, sales rep present. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes.. Were there any issues with device use/firing? No.. What confirmation was received that the device completed the firing sequence? Both audible crunch and green checkmark. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions. Was there any difficulty removing the device? Slightly harder to remove. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Full donuts were visualized. Proximal one with the purse string was harder to remove from the device. Was the staple line visualized endoscopically during the initial surgical procedure? Air leak test was performed. How was the leak identified? During the first night, patient had slight temperature. Closely observed and brought into theatre. What was observed at the site of the leak upon reoperation? A large air bubble from the posterior side of the anastomosis. Upon cleaning the site, some betadine leaked out at the site. However, the patient had working bowel movement. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location? According to surgeon, the leak was on the posterior side of the anastomosis. Tissue was not fatty and was well prepped. What is the current status of the patient? Loop ileostomy for the next 6 months, after which the surgeon is hoping to reverse. Patient is on immune suppressants for a completely unrelated reason.

Event description:
It was reported that during a laparoscopic left hemicolectomy/high anterior resection, this was the surgeons first trial of powered circular on (B)(6) 2019. Colon was cleaned/prepped for anastomosis before purse string suture, powered echelon was fired according to IFU and with rep in theatre. Crunch was audible, and donuts were inspected. Leak test was completed. Jacuzzi test was clear. According to reporter, on august 28, 2019, patient was brought into theatre, leak on the posterior side of the anastomosis was discovered, washout and a formation of loop ileostomy was completed. Jacuzzi test was positive from posterior anastomosis at 5 0'clock. No ischemia noted. Loop ileostomy to right hand side. Patient was returned to ICU. Incident report was filled. Instrument is not available as disposed of after the case.